Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary updated. Updated device evaluation summary: the analysis results found that the ecs29a device was received with no apparent damage. The breakaway washer was present and uncut. The device was received with the staple retainer present, further analysis showed that two staples were missing from the device. The retainer was received with staple marks. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated thickness tissue. The device did not exhibit behavior associated with the field action. The device performed as intended. It is possible that the device firing trigger was activate with the retainer on causing the staples to get stuck to the retainer and fall off the device when the retainer was removed. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5891x. Device analysis: the analysis results found that the ecs29a device was received with no apparent damage. The breakaway washer was present and uncut. The device was received with the staple retainer present, further analysis showed that two staples were missing from the device. The retainer was received with staple marks. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staples meet the staple form release criteria. It is possible that the device firing trigger was activate with the retainer on causing the staples to get stuck to the retainer and fall off the device when the retainer was removed. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cartridge was fired already itself. There were no patient consequences.